Event description:
It was reported that a malfunction alarm with code. The customer¿s blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided assistance in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which was understood and acknowledged by the caller.